Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarms noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer reported that they already changed the infusion set and reservoir several time but the issue was not resolved. The customer's blood glucose was 6.3 mmol/l at the time of incident. The customer was advised to disconnect and reconnect the reservoir. The customer stated that the no delivery alarm recurred after reconnecting the reservoir. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.